Event description:
It was reported that the patient felt tingling right away during the trial and now didn't feel it after implant which was yesterday. The patient increased from 1.2 to 1.4 and still didn't feel the stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# unknown, product type: programmer, patient. Product ID: neu_ unknown_lead, lot# unknown, product type: lead. (B)(4).